Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fire on her onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 24 hours after the alleged issue begun, the patient claimed she felt high blood glucose symptoms of thirsty and nausea. The patient administered self an increased dose of insulin and drank more water as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed hyperglycemic symptoms after not being able to test due to a broken lancing device. The patient administered self-treatment with insulin and did not receive any other forms of medical intervention.